Event description:
Dealer states the chair has not acted up for him. Dealer says the user says the chair hits a bump and shows either a left or right brake fault. Dealer wants both motor gearboxes. RMA qt issued: (B)(4).